Manufacturer narrative:
Insulin pump passed operating currents. However, insulin pump received with blank display due to missing/broken battery tube spring. Unable to verify failed battery alarm due to blank display. Insulin pump received cracked case at display window corner. Insulin pump received with cracked battery tube threads. Insulin pump received with broken reservoir tube lip.

Event description:
Customer's mother called to report that the insulin pump alarmed failed battery test. Customer's blood glucose reading was 126 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.